Manufacturer narrative:
Manufacturer investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was evaluated following the reported event of the controller being switched. The reported event of the controller being switched was confirmed via the submitted log file and the returned system controller. The system controller was returned to abbott burlington and a log file was downloaded. The submitted log file (labeled (B)(4)) contained data spanning approximately 1 hour on (B)(6) 2021 (05:11:35 ¿ 06:07:46). Additional events were captured on (B)(6) 2021 when the controller was returned to abbott burlington for analysis. Additionally, the controller was functionally tested and passed all steps without any issues or alarms. The controller operated while connected to a mock loop for an extended period of time with no issues or alarms active. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped from abbott on 27mar2020. Heartmate iii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. B) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged. Reason for exchange was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged. Reason for exchange was unknown.